Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately delivered a shock due to low amplitude, noise and oversensing. Electrode fracture is suspected; however, it has not been confirmed. The patient was admitted to the hospital for troubleshooting, and the therapy was turned off, the system was reprogrammed into the alternate vector. This system remains in service. No further adverse patient effects were reported.